Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, and h10. On (B)(6) 2021, the distributor provided additional information: the distributor had reached out to the hospital and, as a first analysis, they confirmed the system was not directly involved in the issue. As the study period is not recent (october 2008 ¿ december 2019) they need more time to be able to collect the required information. No further details were provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was unable to be conducted as the procedure date was unknown & site is unconfirmed. Unable to conduct system or instrument log review due to lack of site, system, procedure, and instrument detail. No image or video recording is available for review. Medical review: a review of the event was conducted by an isi medical officer and the following additional information was provided: based upon the information included in the article entitled, ¿feasibility and safety of robotic-assisted total pancreatectomy: a pilot western series": by e.f. Kauffmann, et, al, the cause of the mortality in the robotic-assisted total pancreatectomy (ratp) is unknown. There is not enough information to determine whether any da vinci products may have caused or contributed to the mortality. This complaint is being classified as a reportable event due to the following conclusion: isi became aware of an updates in surgery article titled, ¿feasibility and safety of robotic-assisted total pancreatectomy: a pilot western series¿ (kauffmann, e. F., napoli, n., et al., 2021). Within the journal article, operative complications involving da vinci surgical procedures were noted: "out of 5 deaths (6.7%) in matched cohorts with 1 death after ratp (4.0%)." Although there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, and no instruments were returned for evaluation, based on the information available, the cause of the patient's death is unknown.

Event description:
On 02-sep-2021, intuitive surgical, inc. (Isi) became aware of an updates in surgery article titled, ¿feasibility and safety of robotic-assisted total pancreatectomy: a pilot western series¿ (kauffmann, e. F., napoli, n., et al., 2021). Within the journal article, operative complications involving da vinci surgical procedures were noted: "out of 5 deaths (6.7%) in matched cohorts with 1 death after ratp (4.0%)." Although there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, and no instruments were returned for evaluation, based on the information available, the cause of the patient's death is unknown. Isi has reached out to the author to obtain additional information but has not yet received a response.